Manufacturer narrative:
Two photos were provided by the customer. One photo illustrated the green slide clamp engaged at the air filter of the upper lid of the burette. The other photo showed the burette filled with fluid. No samples were returned for investigation. The reported complaint of the burette continuing to fill can be confirmed from the photos provided. It is unknown why the burette continued to fill with fluid with the air filter line clamped. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) was reviewed and no non-conformities were identified that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The complaint involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in device. It was reported that a new pump bag was opened and the air hole was closed. The air hole was identified as cracked. There was no leakage, however, fluid continued to drip into the burette when air filter line was clamped and closed. There was no report of human harm associated with the reported event/complaint.